Event description:
It was reported that during a follow-up visit, the device was found to be at eri (elective replacement indicator). Premature battery depletion was indicated. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) initial analysis by noted lead impedance < 100 ohms, a battery voltage of 2.128v, and an overall current drain of 46.3 ??a. Further analysis confirmed the high current drain condition. Electrical analysis found the cause of the high current drain was due to excess dc leakage in the c1 battery filter capacitor.